Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level (bg) of 360 mg/dl. The customer indicated that the bg level would be addressed with a correction bolus. During troubleshooting with tandem's technical support, it was noted that there were small air bubbles seen in the tubing. The customer primed the bubbles out.